Event description:
It was reported the patient had a loss of therapeutic effect in the morning. It was reported that the patient was in serious condition and not on any oral medication. The patient had device checked in 2010 and time for replacement was estimated in 2013. The health care professional said the device had reset and they do not have access to the settings and the medical records are in storage. The doctor will follow up. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748251 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: product typ extension product ID 748251 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: product typ extension product ID 3387-40 lot# j0461559v serial# implanted: 2005-(B)(6) explanted: product typ lead product ID 3387-40 lot# j0461559v serial# implanted: 2005-(B)(6) explanted: product typ lead. (B)(4).